Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting off. The customer successfully powered the pump on and continued to use the pump for insulin therapy. The customer¿s blood glucose was 107(mg/dl).